Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. An occlusion was observed at the blue male luer tube junction. Upon further inspection errant solvent was observed on the inner diameter of the tube. The complaint of unable to prime was confirmed. The probable cause was due to errant solvent application during assembly in tijuana.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was unable to prime. After replacing the tube and started priming, a blockage alarm sounded, so the customer replaced the cassette and tried priming again, but the blockage alarm sounded. Customer replaced the pump and tried priming again, but the blockage alarm sounded, so the customer replaced the tube with another one and it worked normally. The event occurred before patient use/during priming, and there was no patient involvement.